Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD) an inquiry was received stating for the monitored electrogram (egm) and the real-time egm, why with nominal values the rv bipolar electrogram (egm) is no longer displayed or monitored on the ICD). In case of lead failure, is it not more useful to monitored bipolar that is more prone to be in fault. Feedback provided indicated this class of ICD devices will nominally not store the rv tip ¿ rv ring egm. The reason is that the effective cardiac resynchronization therapy (crt) during atrial fibrillation (af) algorithm is using the egm3 to determine effective crt. When effectivcrt during af algorithm is on, egm source 3 must be lv pace polarity to rv coil (lvx to rv coil). Interlocks will prevent programming something different. Advised caller on available programming options, and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.